Manufacturer narrative:
All available information was investigated and the reported clip open while locked and inability to close the clip could not be tested via returned device analysis due to the conditions of the returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked and inability to close the clip. The patient effects of tissue injury and perforation were due to removal of the device. Tissue injury and perforation are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported a mitraclip procedure was performed to treat grade 4+ mixed mitral regurgitation (mr). Three clips were placed without issue. A fourth clip was advanced and positioned, the leaflets were grasped and captured, however, after closing the clip, it immediately opened to 120 degrees. After various troubleshooting, the clip still could not be closed normally. The clip had to be withdrawn from the patient's body while it was inverted, damaging the patient's atrial septum and femoral vein.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.